Manufacturer narrative:
He complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was placed on the cecum tissue, but failed to release from the catheter. Numerous attempts were made to "jiggle" the clip off and eventually the clip slipped off the tissue. The clip remained attached to the delivery catheter and was removed without causing tissue damage or exacerbating the bleed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.